Manufacturer narrative:
(B)(4). Evaluation results: previously deployed stent, failure to deliver the stent and damage to the stent. Conclusion: previously deployed stent. Evaluation summary: medtronic has received the device and its analysis has been completed. The stent appeared to have moved proximally on the balloon. The 7th proximal stent segment was damaged and stretched. The remaining segments were intact.

Event description:
An attempt was made to deploy a 2.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent into a patient. However, it was reported that the relevant stent touched a previously deployed stent. Upon withdrawal from the patient, the physician noted that the struts of relevant stent were damaged. The patient is reported to be fine and no other sequelae were reported.